Manufacturer narrative:
Continuation of correction removal numbers: z-1349-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2012 to the upper abdomen and lower abdomen using coolmax, under the front bra using coolcurve, and to the back bra roll and flanks using coolcurve. On (B)(6) 2013 to the upper abdomen and lower abdomen using coolmax and under the front bra and back bra fat using coolcurve +. On (B)(6) 2014 under the front bra using coolcurve+ and on (B)(6) 2014 under the front bra using coolcurve+. The patient developed paradoxical hyperplasia (pah/ph) to both left and right front bra area after treatment. (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on 05/dec/2012 to the upper abdomen and lower abdomen using coolmax, under the front bra using coolcurve, and to the back bra roll and flanks using coolcurve. On (B)(6) 2013 to the upper abdomen and lower abdomen using coolmax and under the front bra and back bra fat using coolcurve +. On (B)(6) 2014 under the front bra using coolcurve+ and on (B)(6) 2014 under the front bra using coolcurve+. The patient developed paradoxical hyperplasia (pah/ph) to both left and right front bra area after treatment. (B)(6) and (B)(6).